Event description:
Patient reported "rupture". Later patient reported "pain", "temperature", "muscle pains in the breast" and "clogger ear". Later, healthcare professional reported "capsular contracture baker grade iii". This record is for the right side. Device was explanted, but not replaced.

Manufacturer narrative:
Additional, corrected and/or changed data: a.2, b.5, b.6, d.6a, d.6b, g.2, h.6

Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture, fever, other - medical and rupture was received on january 26, 2026 with lot number 3197961. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ fever: unable to observe through visual inspection as it is a physiological phenomenon. ¿ other - medical: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed an opening through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis creases and wear abrasion are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "rupture". Later patient reported "pain", "temperature", "muscle pains in the breast" and "clogger ear". Later, healthcare professional reported "capsular contracture baker grade iii". This record is for the right side. Device was explanted.

Event description:
Patient reported "rupture". Later patient reported "pain", "temperature", "muscle pains in the breast" and "clogger ear". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.